Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered an issue when removing an instrument's sheath. The sheath was removed bur a piece of it remained wrapped around the instrument tip, preventing the jaws from opening. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was associated with the force bipolar ER (sn (B)(6)) and cadiere ER (sn (B)(6)) instruments. They stated that the instrument's jaws were not opening fully, both inside and outside the patient, which prevented them from grasping the bulldog and prompted the removal of the instruments for inspection. The sheath was removed outside the patient, and it was confirmed that nothing was removed or dropped in the patient during this process. Upon inspection, the underlying issue was traced to a ring from the sheath that had become stuck to the wrist of the instrument. The reporter noted that there was no damage observed on the instruments, and no fragments fell into the patient.